Event description:
It was reported the light pen will not properly calibrate, especially in lower right corner of screen. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed stylus pen and cursor do not align on the screen and calibration does not resolve issue; o verlay/bezel assembly found out of electrical specification. (B)(4).